Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding lcd glass. The pump had cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
The customer's mother reported via phone call of partial displays on the insulin pump. The customer's blood glucose reading was 175 mg/dl. The mother stated that the pump was dropped. The mother stated that her son wore the pump in his pouch. The customer stated that the left side of the screen is not showing the information. The customer was advised that the pump will need to be replaced. The customer will be sent a replacement pump.